Manufacturer narrative:
E1: initial reporter phone #:(B)(6). E1: initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 20 bd vacutainer® sst¿ blood collection tubes, customer noticed bubbles in the gel. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-mar-2025. Investigation summary bd received 20 samples and one photo for investigation. A visual inspection was conducted on the returned samples, and all of them failed due to the presence of gel air bubbles-before use. The analysis of the returned photo also shows gel air bubbles at the bottom of all tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles-before use no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using 20 bd vacutainer® sst¿ blood collection tubes, customer noticed bubbles in the gel. No patient impact reported.